Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a x-smart plus contra angle would not hold burs. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Received - 1x x-smart plus unit sn: (B)(4). 1x x-smart plus handpiece a103400000300 sn: (B)(4). 1x x-smart plus contra-angle 6:1 a103300000000 sn: (B)(4). X-smart plus contra-angle 6:1. Various mechanical problem. All defect can't be repaired. X-smart plus handpiece top case. Damaged housing broken.